Event description:
It was reported that a patient underwent a robotics assisted laparoscopic prostatectomy on (B)(6) 2022 and suture was used. During the procedure, a clip was loaded into the applier but did not hold a suture. The device was used on the prostate gland. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). The following information was requested, but was unavailable: package lot number of the clips? No further information is available. What suture type was used? No further information is available. What suture size was used? No further information is available. When the even occurred, was the suture placed near the hinge of the clip? No further information is available. Were you able to lock the clip closed on the suture? No further information is available. If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? No further information is available. What was the surgical procedure involved? A robotics assisted laparoscopic prostatectomy. Was this a robotic procedure? Yes. If clip broke on the suture, was the clip used in an application where the suture was under tension? No further information is available. No further information will be provided." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent